Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the display was discolored. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 36mg/dl with no signs or symptoms of hypoglycemia associated with a dim/faded/discolored display issue. The patient reportedly remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly could not read the display screen safely. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a dim/faded/discolored display issue.